Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the quality controls (qc) were within range on the day of the event. The customer cleaned the ise module and replaced the reference electrode. The ccc specialist stated that after cleaning the ise module the instrument reported thermistor errors. The ccc had the customer check the ise module and the thermistor cable. The customer reported the cable was still connected. The ccc had the customer remove the lead from the thermistor and clean it with an alcohol pad. The customer then performed coefficient of variation checks, primed the ise buffer and recalibrated the instrument. The ccc followed up with the customer and found that the calibration was within specifications. The customer changed the electrode again. The customer reran calibrations and qc, which were within range. The ccc stated that the issue was resolved after changing of the electrode. The cause of the discrepant na results on multiple patient samples was due to a faulty electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported discrepant ion selective electrode (ise) sodium (na) results on multiple patient samples on an advia 1800 instrument. The discrepant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discrepant na results.